Manufacturer narrative:
The insulin pump was received with bleeding lcd, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he noticed that the insulin pump had a spot of ink on the center of the screen and now expanding to the edges. Customer was not sure how the damage occurred. . Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.